Event description:
Ten minutes into bypass surgery, perfusionist noticed online partial pressure for oxygen (2) dropped. Increased gas flow with no response - 100% oxygen directly, with no response. Switched out with new oxygenator, primed & substituted at 28 degrees. There were no pt complications.